Event description:
Per the clinic, the device was explanted on (B)(6) 2025.

Event description:
Per the clinic, the patient experienced seroma, swelling and pain at the implant site. The patient was prophylactically treated with antibiotics however, the seroma increased in size with time. It was reported that the patient experienced a bacterial infection. The device remains implanted. Additional information has been requested but has not been made available as of the date of this report.